Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause was determined to be an inappropriate bypass of the drain, not including the initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 12:35:30. During night drain cycle four, the patient's ultrafiltration reading was 2123ml, indicating the home patient drained 2123ml more than their maximum programmed fill volume of 2000ml. No further information was available.